Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified other reports against the femoral stem. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised for pain and metal ion levels that were slightly high. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and inflammation. Doi has been provided. There is no new additional information that would affect the outcome of the investigation. Update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, metal debris, osteolysis, pain, and increased metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).